Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the rite electrical ground bond test. The product analysis lab evaluated the device. The assignable cause for rite test failure - ground bond was undetermined. Device has been sent to servicing for correction and transducer tubing will be scrapped. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.